Event description:
The patient will be revised due to a loosening on (B)(4) 2024.

Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.